Manufacturer narrative:
Device was received with a critical pump error alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error 35 alarm due to critical pump error alarm and unable to download the pump. Moisture damage was also found on the force sensor and motor during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alarmed critical pump error and broken force sensor was detected during seating or regular delivery. The customer received open book and red x on insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.